Event description:
The site reported that the patient experienced pump stop alarms. These alarms recurred on a grounded cable after splice. Pt is currently using an ungrounded cable or batteries in the outpatient setting. Follow up in clinic today. No further alarms since discharge from hospital on ungrounded cable. Team to discuss pt¿s possible plan moving forward, would like phase data if possible for this discussion.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a low speed and pump stop events can be confirmed based on the submitted log file. The log file contained approximately 28 days of data, spanning from (B)(6) 2019 21:21 to (B)(6) 2019 10:31, which captured numerous low-speed and pump stop while the patient was supported by the patient cable and mpu. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned distal end of driveline. A distal end driveline replacement was performed by a tech services representative on (B)(6) 2109 on wo (B)(4). Approximately 20.5¿ of the external portion/distal end of the driveline was returned. The silicone sleeve had been cut open approximately 2¿ from the controller connector, prior to return. The silicone sleeve was removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, the patient continued to experience pump stop events while on a grounded patient cable. A second log file was submitted which captured the further pump stop events. The patient was issued an ungrounded patient cable and remains ongoing on vad support. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing a short to shield. The patient's log file captured pump stops beginning on (B)(6) 2019. These continue to occur intermittently throughout the remainder of the log file. Tech services were on site and performed a driveline repair on (B)(6)2019. Tech services replaced about 22¿ inches of the driveline from the distal end. There were no immediate alarms after the repair when attached to the regular patient cable. No additional information was reported.